Manufacturer narrative:
Technician found that siderail cable was cut exposing copper wires. Replaced cable to resolve this issue.

Event description:
Information received alleged error codes 10-19 from left siderail.